Event description:
The child developed a cholesteotoma in the middle ear at the implant site. During surgery to remove the cholesteotoma, the surgeon found that the growth surrounded part of the electrode array lead wire. The surgeon determined that it was safest to explant the functional device and reimplant a new device.